Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they had high blood glucose level. The customer¿s blood glucose level was 54 mg/dl at the time of incident. The customer reported that the blood glucose level was getting low however the pump was not suspending. The customer reviewed auto-mode processes and that pump does not suspend during auto-mode and also reviewed possible scenario involving that difference in carbs and how it would affect blood glucose levels. The insulin pump will not be returned for analysis.